Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify occlusion test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.mfg. Report 2 of 2, medwatch report # 3004209178-2013-90227.mfg. Report 1 of 2, medwatch report # 3004209178-2013-90226.

Event description:
The customer reported experiencing unexplained high blood glucose of 260mg/dl. Troubleshooting was performed. Assisted the customer to run the high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.